Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump responded to button presses. No unresponsive button noted. No damage to the keypad assembly noted. The insulin pump had a pump error alarm during self test and confirmed in the pump history due to broken trace on u1 keypad assembly. During visual inspection, found the keypad connector on pcba 1 was properly locked. Unit passed displacement test.

Event description:
It was reported that the insulin pump had button anomaly. The customer¿s blood glucose was 9.4 mmol/l. It was stated that button down and the round button had to be pressed hard and several times before it works. The product will be returned for analysis.